Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer was hospitalized due to hypoglycemic coma and diabetic ketoacidosis. Date of hypoglycemic coma hospitalization was mid of 2018 and diabetic ketoacidosis was september 24, 2020 from the attorney of the family. The information received on october 06, 2020 and the customer was using a medtronic paradigm insulin pump. The insulin pump will be returned for analysis.